Event description:
It was reported that pump touchscreen did not respond and pump screen appeared frozen, preventing customer from interacting with pump. There was no adverse impact to the customer¿s blood glucose level. Customer performed pump reset, touchscreen responsiveness returned, and issue was resolved.